Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of a cold and peritonitis in a patient coincident with physioneal therapy for peritoneal dialysis (pd). Action taken with the physioneal therapy was unknown. On (B)(6) 2012, during a call with baxter (B)(6) customer services, the following was reported. On an unreported date, the patient had a cold at school. On an unreported date, the patient experienced peritonitis and was hospitalized. The patient was treated with unspecified antibiotics for the peritonitis. On an unreported date, the patient was discharged from the hospital. At the time of this report, the patient was recovering from the peritonitis. An opinion of causality was not reported for the event of peritonitis.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The problem was not confirmed. No device malfunction or use error was identified. No assignable cause was determined.

Manufacturer narrative:
(B)(4). It was reported that the patient's immune system attacked the kidneys. The patient was hospitalized for the events. The pd catheter was replaced due to the peritonitis. On a later date, the patient was discharged from the hospital. The patient recovered from the event of the immune system attacked the kidneys. Should additional information become available, a follow-up report will be submitted.